Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a peg placement procedure in 2009. According to the complainant, the water in the balloon decreased within a few days of placement. No problem could be found with the balloon when it was removed and inflated. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.